Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c156e, serial#: (B)(6), ubd: 24-sep-2025, UDI#: (B)(4); product ID: etlw1620c124e, serial #: (B)(6), ubd: 11-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 50mm aaa . The diameter at the proximal & distal renal artery was 29mm & 29mm with a neck length of 20mm. Mild neck calcification and severe neck thrombus was noted. Moderate calcification was present in the left and right iliacs. The diameter of the right access was 7mm and 6mm at the left iliac access. It was reported that one day later whilst in recovery the patient had bilateral extremity weakness. A neurological consult and MRI confirmed the patient had spinal cord ischemia (t12-l1). It was confirmed the patients lower extremity deficits were not present pre-operatively. The patient was transferred to another facility with a neurological care unit and the patient remains in hospital. The physician reported that a week post the procedure the patient continued to have the lower extremity weakness but was able to walk 7 feet during hospital physician therapy. The cause of the spinal cord ischemia is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary the reported spinal cord ischemia and lower extremity weakness could not be assessed on the pre-implant films provided; therefore, the cause of the event could not be determined. Procedural angiograms showing the implant of the devices or post - operative CT's were not received for a thorough analysis of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.